Event description:
Customer reported experiencing a past low blood glucose event with a lowest recorded level of 53 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to treat the low blood glucose and was advised by technical support to consult their healthcare provider to discuss potential factors affecting blood glucose levels.